Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported clot between the patient¿s outflow graft and bend relief could not be conclusively determined through this investigation. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with an obstruction of the outflow graft, however, a specific cause for the low flow events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. The first controller event log file contained data from (B)(6)2020 08:14:24 through (B)(6)2020 16:36:15. The second controller event log file contained relevant data from (B)(6)2020 02:14:41 through (B)(6)2020 04:16:29. Transient low flow fault flags were captured when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in a total of 55 low flow hazard alarms. A specific cause could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6)2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 with continual low flow alarms starting on (B)(6) 2020. The patient exchanged his controller independently of the account in an effort to stop the alarms. The patient had a mean arterial pressure of 84 mmhg. The patient's urine was of normal color with no signs or symptoms of bleeding or infection. The patient reported no symptoms. The patient had a computed tomography angiography (cta) to rule out a kink in the driveline. Results of the cta showed hat looks like a clot formation on the outside of the graft between the graft and the bend relief. The patient was on heparin drip and integrilin drip. The log files from the new controller were short in duration and captured a number of low flow events. The log files from the old controller which were exchanged were provided. A review of these log files noted that the flow had been trending downward. The periodic log captured flow at 2.5 liters per minute as far back as (B)(6) 2020. The event log file was mostly filled with low flow events. The log file trending could be suspect of an obstruction issue. An image of the clot was received.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the outflow graft obstruction under the bend relief was surgically removed. The surgeon mentioned there was a kink/ twist found at the time of the clot removal that was able to be fixed.